Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6)2019. The patient reported an allergic reaction after inserting the sensor. After insertion, she immediately experienced an anaphylactic reaction; her tongue swelled, she had hives and difficulty breathing. She self-treated with an epinephrine pen and the symptoms subsided. She followed up with her physician who told her not to use dexcom for 1 month and return to test with adhesive only. Since the event, the patient has been evaluated by an allergist and undergone allergy testing. No product or data was provided for investigation. Problem could not be confirmed, and probable cause could not be determined. No additional event or patient information is available.